Event description:
Ous MDR - it was reported that the patient was admitted to the hospital because of repeated inappropriate shock deliveries. The lead was exchanged. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. Two lead fragments were returned for analysis; however, about 7 cm of the lead body are missing. During the analysis of the lead fragments, it could be noted that the insulation was damaged by friction in the area of the heart valves. This damage can with high probability be regarded as the cause for the clinical complaint. There was also a conductor fracture in this area. The observed damage manifestation requires stress of the lad over a longer period of time. The position and characteristics of the friction lead to the assumption of significant mechanical stress on the lead in the implanted state in the area of the heart valve. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Additional damage probably occurred during the explantation. There wee no indications of material defects or manufacturing errors.